Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the antibacterial absorbable envelope was implanted after the use by date. The antibacterial absorbable envelope remains in use. No patient complications have been reported as a result of this event.